Manufacturer narrative:
Pump received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
The customer reported via phone call that reservoir had broken lip. Customer¿s blood glucose level was unknown. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.